Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, the customer received a continuous glucose monitor error 42. Reportedly, the error was cleared and the customer continued to use the pump for insulin therapy. Customer's blood glucose was in the 200s(mg/dl).